Manufacturer narrative:
Pt information: unk. Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of a -5.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to refractive surprise. The problem was resolved.

Manufacturer narrative:
Corrected data: d6:explant date (B)(6) 2023. B5-on (B)(6) 2023, the lens was removed due to refractive surprise. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspections found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).